Event description:
The following was reported to hamilton medical ag: before use, when the hospital staff switched on the c1, the screen displayed "blower fault" or "technical fault: 485001" and the alarm kept going off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).